Event description:
Note: this report pertains to one of two cre wireguided dilatation balloons used during the same procedure. It was reported to boston scientific corporation that two cre wireguided dilatation balloons device were used in the duodenum during a duodenal dilation procedure performed on (B)(6) 2019. According to the complainant, during the procedure, the black exit marker was noted to be bunched up like an accordion. It was also noted that it was squished and got wider which prevented the physician from moving the balloon at all. Reportedly, the device ended up lodged in the scope, so the balloon was removed together with the endoscope. The physician then cut the catheter in half with wire cutters to remove the device from the scope. They used a second cre wireguided dilatation balloon, and the same event occurred. The procedure was completed with a third cre wireguided dilatation balloon. There have been no patient complications as a result of this event.

Manufacturer narrative:
Problem code 2976 captures the reportable event of exit marker bunched up. A visual examination of the complaint device revealed that the black exit market was accordioned. It was noticed that the catheter was kinked and mechanically cut. The balloon did not show any damages. Dimensional examination of the catheter was performed and was measured in three sections; distal, medium and proximal. The three sections were within specification. This failure is likely due to factors or conditions related to procedure, the patient anatomy and/or the manner as the device was handled that could have affected its performance and its intended purpose. Therefore, the most probable root cause is adverse event related to procedure. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications.

Manufacturer narrative:
(B)(4). Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
Note: this report pertains to one of two cre wireguided dilatation balloons used during the same procedure. It was reported to boston scientific corporation that two cre wireguided dilatation balloons device were used in the duodenum during a duodenal dilation procedure performed on (B)(6) 2019. According to the complainant, during the procedure, the black exit marker was noted to be bunched up like an accordion. It was also noted that it was squished and got wider which prevented the physician from moving the balloon at all. Reportedly, the device ended up lodged in the scope, so the balloon was removed together with the endoscope. The physician then cut the catheter in half with wire cutters to remove the device from the scope. They used a second cre wireguided dilatation balloon, and the same event occurred. The procedure was completed with a third cre wireguided dilatation balloon. There have been no patient complications as a result of this event.